Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the powerport m.r.I. Isp. Following the implantation, on (B)(6) 2026, the patient reportedly experienced pain after infusion of jonosteril solution. Additionally, the catheter allegedly broken and needed to be removed from the heart through a transfemoral access to catch the catheter with a goose neck loop. According to the customer, the port needs to be explanted. Reportedly, the catheter was removed and replaced. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one power port isp MRI implantable port attached to a catheter in two segments was returned for evaluation and one x-ray image was provided for review. The image depicts the device having been implanted via a right jugular or subclavian access. The catheter has separated completely from the port and has migrated into the right heart. Gross, visual, microscopic, tactile, dimensional observation and functional evaluations were performed. A complete circumferential break was noted on the distal end of the attached catheter. The catheter segment was returned and measured approximately 21.7cm. A complete circumferential break was noted on the proximal end of the catheter segment. What appeared to be longitudinal splits, were noted on the edges of the proximal end of the catheter segment. The edges of the complete circumferential break on the proximal end of the catheter segment were noted to be uneven. The surface was noted to be granular with residue throughout. The edges of the longitudinal splits were noted to be uneven. A total of three (3) splits were noted on the proximal end of the catheter segment. Upon wiping off some residue for further evaluation, the surface of one of the splits appeared to be granular. An additional catheter segment was removed from within the cath-lock for further evaluation. The edges of the complete circumferential breaks on both ends of the catheter segment were noted to be uneven. The surfaces were noted to be granular with residue throughout. Two splits were observed on the distal end of the catheter segment removed. Therefore, the investigation is confirmed for the reported catheter fracture, material separation and migration issues. Based on the measurements recorded during sample evaluation of the catheter lock and port stem and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A record review for the locking mechanism, catheter dimensions, port connection design, cath-lock configuration and suppliers, confirms that there have been no changes in at least the past five years for port code 8806060. The definitive root cause could not be determined based upon available information. Labelling review: a review of product labeling documentation eg procedural instructions indications warnings precautions cautions possible complications contraindications nursing guide and unit label did not find any product labeling inadequacy. IFU reviewed baw0728399 rev 1: the following content may be applicable: this device is contraindicated for catheter insertion in the subclavian vein medial to the border of the first rib an area which is associated with higher rates of pinch off. 1, 2. Check for patency via aspiration then vigorously flush the powerport device using at least 10 ml of sterile normal saline prior to and immediately following the completion of power injection studies this will ensure the patency of the powerport device and prevent damage to the port system resistance to flushing may indicate partial or complete catheter occlusion do not proceed with the power injection study until occlusion has been cleared warning failure to ensure patency of the catheter prior to power injection studies may result in port system failure. Warning exceeding the maximum flow rate may result in port system failure and or catheter tip displacement. Do not exceed a 300 psi 2068 kpa pressure limit setting or the maximum flow rate setting on the power injection machine if power injecting through the powerport device if local pain swelling or signs of extravasation are noted the injection should be stopped immediately. The device is also contraindicated. When the presence of device related infection bacteremia or septicemia is known or suspected. When the patients body size is insufficient for the size of the implanted device. The following may be relevant from this IFU: do not suture catheter to port port stem or surrounding tissue any damage or constriction of catheter may compromise power injection performance and catheter integrity. Prior to advancing the catheter lock ensure that the catheter is properly positioned a catheter not advanced to the proper region may not seat securely and lead to dislodgment and extravasation the catheter must be straight with no sign of kinking a slight pull on the catheter is sufficient to straighten it advancing the catheter lock over a kinked catheter may damage the catheter. Ii during placement: do not allow accidental device contact with sharp instruments mechanical damage may occur. Use only smooth edged atraumatic clamps or forceps. Take care not to perforate tear or fracture the catheter during placement after assembling catheter to port. Check assembly for leaks or damage. Do not use the catheter if there is any evidence of mechanical damage or leaking. Do not bend catheter at sharp angles during implantation this can compromise catheter patency. Carefully follow the connection technique given in these instructions to ensure proper catheter connection and to avoid catheter damage. Do not use sutures to secure catheter to the port stem as it could. Do not use sutures to secure catheter to the port stem as it could collapse or damage the catheter. Implantation preparation: 1. Select implantation procedure to be used. 2. Select the site for port placement. Note port pocket site selection should allow for port placement in an anatomic area that provides good port stability does not interfere with patient mobility does not create pressure points has not previously been irradiated does not show signs of infection and does not interfere with clothing consider the amount of cutaneous tissue over the port septum as excessive tissue will make access difficult conversely too thin a tissue layer over the port may lead to tissue erosion a tissue thickness of 05 cm to 2 cm is appropriate. Note clamp catheter segments that will be cut off prior to attachment. Attachable catheters: create a subcutaneous tunnel from the venous site to the port pocket site using tunneler or long forceps per the following: a. Make a small incision at the venous entry site. B. Insert tip of tunneler into the small incision. C. Form tunnel by advancing tip of tunneler from the venous entry site to the port pocket site. Caution avoid inadvertent puncture of the skin or fascia with the tip of the tunneler. D. Remove catheter lock from the catheter for implanted ports with groshong catheters remove the catheter lock and stiffener stylet from the catheter prior to cutting the catheter to appropriate length caution never use a catheter lock that appears cracked or otherwise damaged warning for implantable ports with groshong catheters do not cut stylet withdraw stiffening stylet from catheter prior to cutting. E. Attach end of catheter onto the tunneler barb with a twisting motion note barb threads must be completely covered by the catheter to adequately secure the catheter as it is pulled through the tunnel a suture may be tied around the catheter between the tunneler body and the large barb to hold it more securely. F. Pull the tunneler through to the port pocket site while gently holding the catheter note the catheter must not be forced. G. Place catheter lock back onto catheter ensuring the black radiopaque ring or strain relief sleeve faces distally toward the end of the catheter that will be placed centrally h cut the catheter to the proper length at a 90 angle allowing sufficient slack for body movement and port connection check catheter for any damage if any damage is noted cut damaged section off before connecting catheter to port. Connect catheter to port for attachable catheters: 1. Flush all air from the port body using a 10 ml syringe with a noncoring needle filled with heparinized saline 100 usp uml or normal saline insert the needle through the septum and inject the fluid while pointing the stem up caution remember that some patients may be hypersensitive to heparin and these patients must not have their port flushed with heparinized saline. 2. Cleanse all system components with irrigation solution caution prior to advancing the catheter lock ensure that the catheter is properly positioned a catheter not advanced to the proper region may not seat securely and lead to dislodgment and extravasation the catheter must be straight with no sign of kinking a slight pull on the catheter is sufficient to straighten it advancing the catheter lock over a kinked catheter may damage the catheter do not hold the catheter or cathlock with any instruments that could potentially damage either piece eg hemostats. 3. Connect catheter to port: a. Align port stem with catheter note if the catheter and lock are connected and then disconnected the catheter end must be retrimmed to ensure a secure reconnection b. Advance catheter over port stem to midway point note advancing catheter too far along port stem could lead to mushrooming of tubing when the catheter lock is advanced should this occur it is advisable to stop advancing the catheter lock pull the catheter back along the stem away from the port and reassemble the connection. C. Advance catheter lock straight until flush with port note when using the catheter lock be sure the end containing a colored radiopaque ring is distal to the port catheter lock should be sufficient to secure catheter to port bard access systems does not recommend suturing around the catheter as doing so could compress kink or damage catheter. Position port and close incision site: 1. Place the port in the subcutaneous pocket away from the incision line this will reduce the risk of port migration and the possibility of it flipping over secure the port to the underlying fascia using nonabsorbable monofilament sutures leave sufficient slack in the catheter to permit slight movement and verify that the catheter is not kinked 2. After suturing the port in the pocket flush the wound with an appropriate antibiotic solution. 3. Conduct flow studies on the catheter using a noncoring needle and 10 ml syringe to confirm that the flow is not obstructed that no leak exists and that the catheter is correctly positioned. 4. Aspirate to confirm the ability to draw blood. 5. Flush and lock the port system as described under heparin lock procedure for openended catheters or saline lock procedure for implanted ports with groshong catheters. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the powerport m.r.I. Isp. Following the implantation, on (B)(6) 2026, the patient reportedly experienced pain after infusion of jonosteril solution. Additionally, the catheter allegedly broken and needed to be removed from the heart through a transfemoral access to catch the catheter with a goose neck loop. According to the customer, the port needs to be explanted. Reportedly, the catheter was removed and replaced. The current status of the patient is unknown.